Manufacturer narrative:
Since the affected device was discarded, no technical evaluation was possible, and the analysis is based on the information provided by the user. The clip release was not optically verified before executing the snare resection. Such observation of clip release is mandated by the device's IFU. Bowel perforation is a known procedural complication in the resection of colon lesions. The inspection of the production quality records showed no abnormalities that indicate a product-related defect. Note: this report is part of the subsequent notification, as communicated by ovesco on 24.10.2024 and refers to: follow up questions ftrd system perforation-clip detached failure_10-03-2024 annex 1.

Event description:
A colonic ftrd was used for removal a net lesion in the colon. The physician assumed that the clip had been applied and performed the resection. However, clip application wasn't visually verified before. The resulting perforation was surgically closed by laparoscopy. After short hospital stay the patient was discharged.